Event description:
It was reported that a patient with a 19mm aortic valve implanted for seven years, 11 months, was being considered for a valve in valve procedure due to severe calcification, severe aortic stenosis, and moderate aortic regurgitation. Through follow-up with the cardiologist's office, it was learned that the patient was scheduled for redo-avr but expired prior to the procedure. The cause of death was unknown. The most recent diagnosis prior to death was congestive heart failure and severe aortic stenosis.

Manufacturer narrative:
Updated sections a4, b1-b2, b5-b7, f10, and h6.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5 and h6.

Event description:
It was reported that a patient with a 19mm aortic valve implanted for seven years, 11 months, was being considered for a valve in valve procedure due to unknown reasons. Through follow-up, it was learned that the patient was scheduled redo avr but expired prior to the procedure. Cause of death is unknown.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a patient initially implanted with a 19mm aortic valve for 7 years 2 months, is being considered for a valve in valve procedure due to unknown reasons. The secondary procedure has not been scheduled or completed. The current patient status is unknown.